Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for hypoglycemia. Symptoms reported include hypoglycemia and hyperglycemia as well as a seizure. The patient reports they had woken up and their blood glucose level was 344 mg/dl so they had performed a correction bolus. The patient's blood glucose level had read low (< 40 mg/dl) after the bolus correction. The patient removed the pod prior to the emergency medical technicians (emts) arrival. Once the emt's had arrived the patient was given 2 shots of glucon. The emt's had left the customer after 1 hour. The patient did not go to the hospital.